Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The lower walking beam going back to the drive wheel on right and left side may be bent or broken.